Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the ra lead had poor sensing and capture/pacing capabilities. The lead was later capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance. The lead was re-connected to the new device during replacement and was inactivated. A new ra lead was not implanted. No patient complications have been reported as a result of this event.